Manufacturer narrative:
This supplement is being filed to correct the value to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a cataract removal with intraocular lens (iol) implant procedure, there is a complication which hinders the surgeon to implant the iol into the eye. The surgeon converted the lens to a different model, but during implantation of this lens, the haptic of the lens caught the patient's posterior capsule where this lens is not suitable to be implanted. So, this lens had to be explanted from the eye and during the process, the haptic was damaged. Lastly, patient was implanted with an anterior chamber lens and was discharged on the same day. Confirmed that there was no patient harm and surgery was completed. There is no product complaint issue for this case but user error.